Event description:
It was reported that the patient's generator battery life indicator fluctuated from 25-50% in (B)(6) 2025 to 75-100% in (B)(6) 2026. It was stated that the frequency had been changed before and that there was confusion on how the error could still happen if it had been changed. Review of the generator data revealed that the event is likely related to a known software firmware battery indicator display error, with no impact to device functionality. It was also confirmed in the data that the patient's frequency and pulse width had never been changed as previously reported. Later, it was reported that the surgeon had elected to replace this generator due to the fluctuation battery status that was previously reported despite the software firmware issue having no impact on device performance. The explanted device was received by the manufacturer for product analysis testing. No testing has been completed to date. No other relevant information has been received to date.